Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly or absence of alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had beeping anomaly. Customer blood glucose level was 156 mg/dl. Customer also stated that the insulin pump had constant beeping sound constant tone. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.